Event description:
It was reported that the insulin pump alarmed no delivery, low sensor, and low predict. It was also stated that the sensor was reading 108 mg/dl and the blood sugars were 220 mg/dl. It was the caller did not know the blood glucose reading. Troubleshooting was declined. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).